Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer screen is broke of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked belt clip slot, cracked battery tube threads, and minor scratches to the display and reservoir windows.